Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing and no capture. No action was taken. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.